Event description:
It was reported ongoing occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to disconnect tubing from the site and perform various bolus delivery steps to troubleshoot the issue. The bolus was successfully completed, and the customer was advised to replace supplies as needed and continue insulin therapy.